Manufacturer narrative:
Additional concomitant medical products: (B)(4) lead, implanted: (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the automatic algorithm that monitors the left ventricular (lv) lead's pacing amplitude threshold and adjusts lv outputs was not yielding the same measurements as in-office testing. The option to turn the feature off was communicated and the cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.